Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was not pumping. The pump was swapped for a new unit. There was no patient harm or injury reported. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse could not confirm the complaint upon initial inspection. On the simulator and test balloon system, the system was able to autofill and operated within normal limits. Upon further investigation, it was found that there were several occurrences of technical error # 77. The fse checked the drive regulator calibration and found that the pressure setpoint would not calibrate above 374. The fse replaced the scroll compressor (0119-00-0236). The compressor was expired; it showed more than 5000 hours of use at the time of replacement. No overheating conditions were found or reported. The drive regulator pressure setpoint was set to 395, the vacuum setpoint was set to -299. System passed all manifolds check with no issue and operated on the simulator and test balloon within normal limits. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. System was released to customer. Parts were retained by the customer, unavailable for return.